Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's called and reported his blood glucose went up to 499 mg/dl and wished to test the insulin pump. The customer was treating for high blood glucose with syringes and the insulin pump. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for leaks, air bubbles, site or insulin issues, or settings. Customer did, however, state he had air bubbles and bent cannulas in the past. The customer was unable to perform high pressure test at the time of the call. It was advised to change entire set, reservoir, and insulin.